Manufacturer narrative:
(B)(4): visual examination of the returned passport balloon dilatation catheter revealed that there was a kink at the distal end of the epidural fixture which is 2cm from its proximal end. The kink is consistent with excessive force having been applied to the shaft. The epidural fixture was examined and it was identified that the clear proximal section of the epidural was not threaded correctly onto the blue distal section of the fixture. Functional analysis was performed with an encore inflation unit attached to the epidural. During inflation of liquid into the balloon, the shaft was disconnected from the fixture under pressure. An attempt was made to secure the shaft back into the epidural and it was noted that the epidural could not tighten any further onto the shaft due to the fixture not being assembled correctly. Therefore, the condition of the returned device confirms the reported event of difficulty connecting catheter to inflation device. The finished good batch associated with complaint was in the scope of a material change to a subcomponent of the epidural assembly from latex to pebax. As part of the investigation the product builders working on the passport packaging line confirmed that on occasion it can be difficult to assemble the epidural assembly as the pebax material is harder than latex. Therefore, a review and analysis of all available information indicated that the most probable root cause is design. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a passport balloon catheter was used during ureteroscopy procedure performed on an unknown date. According to the complainant, during the procedure the balloon did not inflate because the stopcock attached to the balloon catheter was not straight and difficult to connect with the encore inflator. The procedure was completed with another passport balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the catheter shaft was kinked.